Event description:
Additional information was received and, at this time, it appears that the low shock impedance measurement was an isolated event, as all other daily measurements have been in the 40 to 50 ohm range, and there have also been two patient initiated checks with the home monitoring system since the detection. It was unclear if the clinic was going to have the patient come in for evaluation, as the patient may be nearing end of life. However, the field representative noted that the clinic was continuing to monitor. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's home monitoring system detected a low shock impedance measurement on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. No adverse patient effects were reported. Further information has been requested from the local field representative.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.